Manufacturer narrative:
A0709, a05: localizer faulted. A1102: was not tracked. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown. G2: this event occurred in (B)(6). H3, h6: the system was serviced in the field. Hardware parts were replaced. Codes b01, c13, and d02 are applicable. H3, h6: the returned psu was analyzed. It had slight scratches on the housing. A check of the event log showed intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .364mm with a passing threshold of .250mm. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that as the patient was coming into the operating room, after a successful registration, the passive planar blunt probe was not able to be tracked. A 'localizer fault' was displayed. The procedure was competed using em (electromagnetic) tracking. There was no reported impact to patient outcome and no reported delay.